Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that a strata ii valve was found to be overdraining. According to the report the valve was removed and replaced on (B)(6) 2015. Reportedly, there was no injury to the patient.

Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. Correction: it was indicated that the device was evaluated by the manufacturer and that the evaluation summary was attached. The device was not returned and these fields have been updated. The method, results, and conclusion codes were also incorrect. The method, results, and conclusion codes have been updated. The date of the report and the date the manufacturer received fields were also incorrect and have been updated to reflect the correct notified date of 22/feb/2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.